Event description:
The patient contacted animas on (B)(6) 2012 reporting that the buttons are not working as well as they used to. There was no additional information at this time. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission 05/16/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn at the ok button. During testing, the ok keypad button was intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the display screen was found to be faded/discolored. A test screen was inserted and functioned appropriately. The audio bolus button was found to be torn and responsive to user input. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.